Event description:
It was reported that there were false asystole episodes on the implantable cardiac monitor. The episodes appear to be loss of contact. There were no further episodes after the first four days. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).